Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the serial number, blank display, keypad anomaly and visit to emergency room for high bgs found on (B)(6)2023. The pump was received with a serial number label fading. The pump was also received with a blank display. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload pump to carelink due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued self test, currents measurements, upload pump to carelink, download history files and traces using thus. The pump was monitored and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 21:05:03.000. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:00:03.000 (B)(6) 2023 21:00:51.000 (B)(6) 2023 21:01:51.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:00:03.000 (B)(6) 2023 21:00:51.000 (B)(6) 2023 21:01:51.000 (B)(6) 2023 21:03:36.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:03:55.000 per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since after aa battery removal pump completely lost power and memory since backup battery voltage was closed to 0. The detailed traces show that the backup battery vcc was closed to 0. (See attached file for details). The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the serial number label. Retainer ring damage (a cracked retainer) was confirmed. Battery cap contact missing/damaged was confirmed. Unable to verify keypad anomaly, perform the required testing, upload pump to carelink, download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued self test, currents measurements, upload pump to carelink, download history files and traces using thus. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 450 mg/dl at the time of the event and was treated in the hospital for high blood glucose. The customer had no symptoms reported related to their high blood glucose. The customer reported that the insulin pump had a blank display and the buttons were working and the customer reported the insulin pump had a clear retainer ring. Troubleshooting was performed. The auto mode feature was not active at the time of the event and unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.